Event description:
According to the reporter, during the procedure, the device had no seal, end tone was heard but no regrasp alert. There was evidence of energy delivery as well. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. The investigation found the device to function normally and within specifications. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. The instructions for use (IFU) states: there are many factors that affect seal quality. Refer to the product instructions for use (IFU) that addresses tissue sealing recommendations. If information is provided in the future, a supplemental report will be issued.